Manufacturer narrative:
The manufacturing records for the onxm-31/33 sn (B)(4) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. Onxm-31/33 sn (B)(4) was implanted (B)(6)2018 in the mitral position of a 39-year-old male. This was explanted and replaced with onxm-31/33 sn (B)(4) on (B)(6)2018 (241 days post-implant). The original valve was implanted subsequent to a valve repair in 2009. Endocarditis (infection) had led to moderate/severe regurgitation and stenosis. This valve was replaced after echocardiograms indicated a severe paravalvular leak (pvl). During the re-operation, the surgeon noted that the valve area "did not look grossly infected," but evidence of the paravalvular leak was apparent. "There appeared to be a pleat of some sort along the posterior edge where the ring was sewn in. It was unclear if this was a degenerative situation from infection." In any case, the tissue simply did not maintain its integrity to sufficiently anchor the valve thereby developing a space between the valve and tissue. With reference to the mitral on-x valve explantation and subsequent replacement, endocarditis is the underlying cause necessitating the reoperation. The origin of the infection is not identified, but because the on-x valve undergoes a validated terminal sterilization step during processing the endocarditis is likely not related to the on-x product. It is also noted that the patient already had endocarditis prior to the first implantation and had been diagnosed with persistent fevers afterwards. The instructions for use for the on-x valve lists endocarditis as a possible complication of mechanical heart valve replacement and includes the possibility of reoperation and/or explantation [IFU). Historically, endocarditis occurs at a rate of 1.2 %/patient-year while major pvl occurs at a rate of 0.6%/patient-year for rigid heart valves [iso 5840:2005]. Root cause for this event is endocarditis. Endocarditis is the primary contributor leading to the need for reoperation, explantation, and replacement of the previous mitral prosthetic heart valve. No further action is warranted at this time. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the field assurance notification form and implant registration cards received, a size 31/33 on-x mitral heart valve with standard sewing ring (onxm-31/33), serial number (B)(4) , was implanted into patient on (B)(6)2018. The valve was explanted and replaced with onxm-31/33, serial number (B)(4) , on (B)(6)2018 for undisclosed reasons. Additional information was received via operative notes. According to the operative notes, ¿this is a 39-year-old gentleman with a history of mitral valve prolapse repair complicated by endocarditis, underwent a mitral valve replacement in 2018 january receiving a 31/33 on-x valve. Since that time, he has been having persistent fevers. There was noted on echocardiogram to be a severe perivalvular leak. Once we confirmed the valve, it did not look grossly infected. However, we could see the area of the paravalvular leak. There appeared to be a pleat of some sort along the posterior edge where the ring was sewed in. It was unclear if this was a degenerative situation from infection. The valve was then explanted."

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the field assurance notification form and implant registration cards received, a size 31/33 on-x mitral heart valve with standard sewing ring (onxm-31/33), (B)(4), was implanted into patient on (B)(6) 2018. The valve was explanted and replaced with onxm-31/33, (B)(4), on (B)(6) 2018 for undisclosed reasons. Additional information was received via operative notes. According to the operative notes, ¿this is (B)(6) gentleman with a history of mitral valve prolapse repair complicated by endocarditis, underwent a mitral valve replacement in 2018 (B)(6) receiving a 31/33 on-x valve. Since that time, he has been having persistent fevers. There was noted on echocardiogram to be a severe perivalvular leak. Once we confirmed the valve, it did not look grossly infected. However, we could see the area of the paravalvular leak. There appeared to be a pleat of some sort along the posterior edge where the ring was sewed in. It was unclear if this was a degenerative situation from infection. The valve was then explanted."